Event description:
The customer reported that they responded to a patient call. The patient was unresponsive and the down time prior to ems arrival was not known. It was indicated that the response time from when the 911 call was placed until the crew arrived to the scene was 3 minutes, and CPR was in progress. The electrodes were then attached to the patient's chest. With CPR still in progress, the device was powered on and prompted "call for help now", then the unit powered itself off. When the device was powered back on, it powered off again at the same point. The customer stated that once the device failed, an advanced life support team was 5 minutes out and upon arrival, they were unable to resuscitate the patient. A clinical review of the reported event determined that insufficient information, e.g. Patient down time, or patient's rhythm, was provided to physio-control to determine if the use of the device impacted the patient's outcome.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.